Event description:
Right implant rupture discovered on routine mammogram, 7/14/97. Pt had been experiencing a burning sensation to the breast. Pathology report showed right and left breast fibrosis, chronic inflammation and foamy histiocytes with foreign body giant cells. Report also states capsular contracture.